Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their onetouch verio iq meter had displayed an unknown error message ¿ strip problem. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6)¿ the patient manages her diabetes by self-adjusting her insulin dose and indicated that between (B)(6), she took less food and/or drink as a result of the error message appearing. The patient stated that ¿on the same day¿ after the error message appeared she developed symptoms of ¿couldn¿t see correctly and dizzy¿. The patient stated that on (B)(6), she attended emergency room (ER) and was treated with intravenous fluids. The patient reported obtained a blood glucose result on a hospital meter on the same day. However, she does not recall the result. At the time of troubleshooting the cca noted that the meter error message was strip related and was resolved when walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.